Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the failure to heal is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the shc. Sign fracture care international continues to monitor these events as part of our post market activities. The surgoen stated that no further treatment is scheduled as the patient has been transferred to a different hospital.

Event description:
We became aware on (B)(6) 2016, that a sign hip consturct (shc) implanted on (B)(6) 2012 to repair a fracture of the left hip, had to be removed due to patient pain and failure to heal.